Event description:
It was reported there were high impedances on electrode 4 (>4000 ohms), and the rest of the impedances were within normal range. The patient was not getting adequate stimulation coverage in his back, and reprogramming was attempted to get better coverage. The results were not successful. The patient was, however, receiving effective stimulation coverage for his bilateral lower extremity pain. The patient was going to see his health care professional in the next couple of weeks. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The device was replaced, and the patient also had a lumbar fusion at the same time as the replacement surgery. There was no patient injury.

Manufacturer narrative:
(B)(4). Lead: model 3998, lot #l90002, implanted: (B)(6) 2003. Extension: model 748925, serial #(B)(4), implanted: (B)(6) 2003. Extension: model 748925, serial #(B)(4), implanted: (B)(6) 2003. Programmer: model 7435, serial #(B)(4).